Event description:
Vessel sealer extended stopped working mid-case, monitor said to check energy cord. Cord checked without issue, cord unplugged and replugged and light on counsel went red. Item replaced and counsel restarted. Manufacturer response for vessel sealer extend, vessel sealer extend (per site reporter). Pending.